Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge and a 2.50mm x 12mm nc emerge balloon catheters were used for dilatation. However, during the procedure, the balloons ruptured. The balloons were removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.